Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.65" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.100¿ - 0.183¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the misuse/mishandling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was noted to be broken. The procedure was completed with no reported injury.